Manufacturer narrative:
(B)(4). Returned meter and test strips (wrong lot) evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 160mg/dl fasting. Verified the strips expired 8/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concern with all the results in the meters that is giving lo. Customer states that she decides to take a test with another meter and got a result in the 300s. Adverse event not reported.